Event description:
Reportedly the needle broke off of a set while in use for a home care pt. The needle was placed in the leg for a total of 3 days. The home care nurse discovered a missing needle when changing the disc at the site. The physician had ordered an x ray of the leg and did confirm that a fragment was present. There is a tentative plan for removal of the fragment.